Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen became cracked after it fell and hit the ground. Subsequently, an undefined malfunction occurred. The customer's blood glucose level ranged from 90-100 mg/dl. Customer reverted to manual injections for insulin therapy.